Event description:
A report was received that the patient's leads were replaced during a lead revision. The reason for the explant is unknown at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50, serial: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's leads were replaced during a lead revision. The reason for the explant is unknown at this time.

Manufacturer narrative:
Additional information was received that the leads were replaced due to physician's preference. The explanted devices were not returned to bsn as they were discarded by the medical facility.